Event description:
It was reported that the stimulation was no longer covering pain area after a fall. The system was investigated with a clinician programmer and impedance test of the leads was done. Results returned were showing one electrode out of range. Not all electrodes gave sensation. Surgeon disconnected extensions and intra-operative impedance test was done using multi-lead trialing cable (mltc) directly on implanted quad leads. Values returned were all within range and physiological responses were observed on all electrodes (sacral lead placement, anal bellows and flexion of foot observed). It was decided to replace extensions only. Stimulation after procedure was felt on all electrodes. Reason for extension removal was stated as breakage.

Manufacturer narrative:
Analysis of the extension (ext 7489-10 quad in, serial #(B)(4)) found no anomaly. (B)(4).

Manufacturer narrative:
Product ID 7489-10, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2013-(B)(6), product type extension product ID 7489-10, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2013-(B)(6), product type extension. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.